Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash underneath their breast and back that later spread to the rest of their body. The patient reported that the skin underneath the therapy electrode pads was broken and bleeding. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed benadryl, a topical powder, and hydrocortisone. Follow up indicated that the skin irritation improved.